Event description:
This is a report of a colleague infusion pump with channel c motor collar damage, which could have caused an interruption of delivery. It is unknown when the reported condition occurred, however it occurred in the general patient ward. There was no patient involvement, injury or medical intervention. The software version for the device is currently not known. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with channel c motor collar damage was confirmed during product evaluation. The root cause of the reported problem was determined to be damaged shuttle motor collar. Appropriate action was taken to correct the reported problem by replacing the shuttle motor collar.this is involving a pump with software version 5.04.00 which is categorized as unremediated.